Event description:
It was reported that the patient experienced driveline power fault alarm on the system controller. The controller was exchanged but the driveline power fault persisted. The modular cable was exchanged after and the alarm resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was not confirmed. No log files were submitted for review, and the alarm was not reproduced during testing of the returned modular cable. The heartmate 3 modular cable, lot #8460913, was returned in used condition. The controller connector pins appeared unremarkable. The modular cable was connected to a mock loop. The system operated as intended without any alarms active; manipulating the cable had no effect on pump function. The modular cable ran with the system controller for an extended period without any notable alarms activating. The modular cable wires were tested for conductor breakdown; the cable passed all tests without issue. The wires were tested for current leakage and the cable passed. The relevant sections of the device history records for modular cable, lot number 8460913 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms as well as how to respond to each alarm condition. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU and section 4 of the patient handbook instruct the user to keep the driveline clean and check the driveline daily for signs of damage. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables.¿ furthermore, section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.